Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The peritoneal dialysis registered nurse (pdrn)was advised to discontinue the use of the cycler. A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient was connected to the liberty select cycler when the leak occurred, and was in active treatment. The patient confirmed he was hospitalized on (B)(6) 2019 through (B)(6) 2019 following the reported fluid leak. The patient stated he called his peritoneal dialysis registered nurse (pdrn) after he noted the fluid leak, and she instructed him to go to the emergency room (ER) immediately. The pdrn called the ER in advance of the patient¿s arrival, and requested the patient be treated with prophylactic intraperitoneal (ip) antibiotics (drug unknown). The patient stated they drew cultures and other labs (specifics unknown), but the results were negative. The patient stated the hospital kept him another day to administer a second dose of ip antibiotics, and he was discharged shortly after. The patient stated he never developed peritonitis, and the antibiotics were not continued after discharge. The patient stated he received his new cycler and continues to perform continuous cyclic peritoneal dialysis (ccpd) without issue. Based on the information available, the liberty select cycler and liberty cycler set are disassociated from the event(s). The product leak resulted in the patient receiving 2 doses of prophylactic ip antibiotics, to mitigate any potential for infection. Prophylactic antibiotics are a preventative measure and are not considered medical intervention, as there was no adverse event(s) reported.